Manufacturer narrative:
Final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the transmitter was unable to turn on and gave off a sparkle due to a storm. The transmitter was replaced.